Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking from the rubber sheath of the adapter. This occurred with one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 3 photographs and 1 sample from the customer in support of this complaint. The evaluation of the photographs and sample conveys evidence of sleeve leakage. Additionally, ten retained samples were functionally tested for sleeve function and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking from the rubber sheath of the adapter. This occurred with one device. No adverse impact was reported regarding the patient or user.